Manufacturer narrative:
Date of report : 13feb2019 , date rec¿d by MFR : 12feb2019. The customer was provided with part number and price for the touch frame. Multiple attempts were made to obtain repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator touch frame failed. No patient involvement. The event date was not specified; estimate used.